Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the patient, an angio-seal device was selected for use on (B)(6) 2014. The patient presented with pain and an occlusion of the femoral artery. The patient underwent two surgical procedures to resolve the condition.